Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The probable cause of the failure is identified as two defective buffer valves and a defective buffer syringe. The fse replaced the two buffer valves and buffer syringe to resolve the issue. Section a2, a4 and a5: information was not provided. The internal identifier is (B)(4).

Event description:
The customer reported obtaining elevated sodium (na), potassium (k) and chloride (cl) result of a patient sample on their au5800 analyzer ion selective electrode (ise) unit (p/n: a94928, sn (B)(6). Repeated result met the customer's expectation. There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide patient demographics.